Event description:
(B)(4). I have abdominal pain, pelvic pain, cramping, vaginal bleeding, severe back pain, tenderness in breast all the time, nausea, severe bloating, vitamin d deficiency andamp; b12 deficiency, headaches, swollen hands, legs andamp; feet, metal taste in my mouth, joint pain, high blood pressure, floaters in eyes, and many more.

Event description:
(B)(4).I went to the ER because of numbness in my left arm and left leg on (B)(6) 2015. Doctors said they didn't know why it was numb or the cause of it.. Never before essure has any of my extremities went numb like that.

Event description:
(B)(4). On (B)(6) 2015 I had an total hysterectomy leaving ovaries in place. Essure had me in so much pain so my surgery was scheduled right away. I didn't sign up for a hysterectomy, I signed up for a "safe no pain procedure" that has ruined my life! I lost my job because I needed about 4-6 weeks off after my surgery.. I am so disappointed!